Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contaminated within the device.

Event description:
It was reported that during testing at the MFR, the device overheated. There was no pt involvement and no adverse consequences alleged with the event.